Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: this event happened with no patient present. Cause was unknown.

Manufacturer narrative:
Other relevant device(s) are: sfw kit 9735736, stealth s8 ent EU-sc, version 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had a low performance issue during a functional endoscopic sinus surgery (fess) case. A reboot resolved the issue and the site was able to continue with the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found. The hard ware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.